Manufacturer narrative:
As the reported defective device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description of the tip of the applicator fracturing from the applicator shaft cannot be confirmed as no sample was returned. Additional information provided indicated that the applicator was successfully used in two prior ablations, during withdrawal on the third ablation the tip detached from the applicator shaft. Based on previously viewed samples from similarly reported complaints. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported (B)(6) 2016, a male patient of unknown age presented for a microwave procedure of the liver. The treating physician determined to ablate the metastasis in three steps. The first treatment was successfully performed with no reports of complications or device malfunctions. The second treatment was successfully completed with no reported complications. However, during withdrawal of the applicator, the ceramic tip fully detached from the shaft of the applicator inside of the patient. The treating physician determined not to remove the fractured tip, and continued the procedure with a new of the same device. The third ablation was successfully completed with no report of complications or device malfunctions. There was no report of permanent harm or injury to the patient due to the event. The patient is being observed for infection. It was reported the defective disposable device is available for return to the manufacturer for evaluation.